Manufacturer narrative:
The investigation into the reported positioning issues and low pump flow has been completed since the original report was filed. The root cause of the optical signal issue is due to the patient¿s condition as the trending placement signal was still pulsatile when the motor current flattened due to the suction conditions the impella was in. While in the suction conditions, there was low flow due to the patient¿s anatomy. The root cause of the low flows is most likely due to the patient¿s condition.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08108 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was received from the customer and investigation of it is on-going at this time. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. There was difficulty with positioning the impella from case start due to patient anatomy. Ultimately inserted with pigtail in papillary muscle per echo with continuous suction. Attempted to reposition under echo at bedside with improvement in position and better flows, although still not appearing fully free of papillary muscle. Shortly after repositioning, the motor current dampened despite a very pulsatile aorta (ao) placement signal. There was a concern for clot, that could be one of the inlet cage windows was blocked by ventricular structure. The decision was made to remove and send the pump back to inspect for clot.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. All pertinent information available to abiomed has been submitted at this time. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email updated.